Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the patient side cart (psc) instrument in universal surgical manipulator (usm) 3 drifted. The logs showed error 23075 pointing to a drifting issue in the right master tool manipulator (mtm) of surgeon side console (ssc) 1. The intuitive surgical, inc. (Isi) technical support engineer (tse) questioned if the surgeon's head was still in the ssc with the hand off the right mtm at the time of the event. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced universal surgical manipulator (usm) 3. The system was tested and verified as ready for use. Isi has received the usm; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) 3 was analyzed and found that the reported issues (arm is drifting) failure was not confirmed nor replicated. Upon visual inspection no issues were found that would be related to the reported event. The unit was installed onto a golden system and the system triggered no related error. The unit was then installed onto a patient side cart fixture test platform (pftp) where the sensor checks fail and sine cycle failed triggered error 23008 on yaw. The probable root cause in this case is attributed to yaw searchlight.